Event description:
The surgeon inserted an aq5010v 3 piece silicone lens. The lens trailing haptic tore off during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The cause of the trailing haptic tearing off was unknown.